Event description:
Literature was reviewed regarding 'responsive deep brain stimulation for the treatment of tourette syndrome'. The following medtronic devices were used in the study: activa pc + s without chronic embedded responsive dbs capabilities, nexus-d system, activa pc+s with a firmware upgrade known as nexus-e, and the summit rc + s system, lead model 3387 and the resume ii lead model 3587a. Among patient adverse events/device performance issues included: general adverse events: one patient had one event of transient electric shock feeling on left temple. One patient had one event of transient warm sensation near battery pack. One patient had one event of extension cable short circuit (replaced). One patient had one event of pain/sensation (tickling) over left impulse generator one patient had one event of shifted impulse generator in the chest one patient had one event of intermittent short circuit in right extension one patient (39 yrs old, male) had the deep dbs leads repositioned due to suboptimal lead locations.

Manufacturer narrative:
Okun, m.s., cagle, j., gomez, j. Et al. Responsive deep brain stimulation for the treatment of tourette syndrome. Sci rep 14, 6467 ( 2024). Https://doi.org/10.1038/s41598-024-57071-5 a2. This value is the average age of the patients reported in the article as specific patients could not be identified. A3. There were 5 males and 5 females enrolled in the study, however, patient specifics related to each event could not be identified. B3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. D2. The device was used as an off-label indication for tourette's syndrome. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: ; product ID: 37604, serial/lot #: unknown, ubd: , UDI#: ; product ID: 3387, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: ; product ID: 37604, serial/lot #: unknown, ubd: , UDI#: ; product ID: 3387, serial/lot #: unknown, ubd: , UDI#: ; product ID: 3387, serial/lot #: unknown, ubd: , UDI#: ; product ID: 3587a, serial/lot #: unknown, ubd: , UDI#: ; product ID: 37604, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.